Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm kept on sounding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm kept on sounding. The customer reported the alarm had occurred during pre-use checking. The customer detached the battery cable then the device started up on alternating current (ac) power. At the repair center, the reported issue was unable to be duplicated. It was confirmed that there was no occurrence of any alarm in the event log. It was suspected that a backup alarm failure had occurred. Therefore, a replacement of the battery was planned. Device evaluation and repair are pending.

Manufacturer narrative:
At the repair center, it was determined that the reported issue was not confirmed. No further service provided. The reported issue was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.